Event description:
Customer reported experiencing high blood glucose readings of over 400 mg/dl. Customer mentioned having issues with the infusion set. Customer declined troubleshooting for high blood glucose readings. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.